Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4. UDI number has been updated in the complaint and hence this supplemental emdr is being submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of foreign material in the air/water tube and air/water cylinder, the cause could not be established. The event can be prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder and air/water tube. There was no patient involvement.